Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that representative thought the pump was removed a couple weeks after original implant. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was implanted with a new neuro pump on (B)(6) 2018. The patient's existing pump was removed due to infection. There were no further complications reported at this time.